Manufacturer narrative:
MDR 9618003-2019-17247 / device 2 of 2. Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
It was reported by an end user the "starter hole off center". Product lot number is unknown and was not provided by the complainant. No photographs depicting the reported complaint issue were received. The product was used; duration unknown. No harm reported.